Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage(bathroom).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 138 and 186 mg/dl. The customer's expected fasting blood glucose test result range is 85 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 07/27/2017 and open vial date is approximately one month. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage(bathroom).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 138 and 186 mg/dl. The customer's expected fasting blood glucose test result range is 85 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 07/27/2017 and open vial date is approximately one month. The meter memory was reviewed for previous test result history: (B)(6). Customer test 3 times a day.